Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 16 fr d/l equistream xk 23 cm str hemodialysis catheter with surecuff kit and one electronic photo were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A photo review was also performed. The investigation is confirmed for damaged/defective tunneler, as the plastic catheter loading tip of the tunneler was observed to be fractured, with two fragments detached from the tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported the plastic tip of the tunneler was allegedly broken. There was no patient contact.

Manufacturer narrative:
Photos were provided. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 09/2020).

Event description:
It was reported the plastic tip of the tunneler was allegedly broken. There was no patient contact.